Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, versaturn stent: 3.0 x 38 mm xience prox. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 3.0 x 38 mm xience prox referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, heavily calcified, 100% stenosed, mid left anterior descending (lad) artery and the left circumflex (lcx) and a 75% stenosis of the ostial left main (lm). The patient presented experiencing a non-st myocardial infarction. Using a dual wire technique to the lad and the lcx. Pre-dilatation was performed at the ostial of the lm with non-abbott balloon catheters (2.5 x 12 and a 3.0 x 20 mm). A 3.0 x 38 mm xience prox was deployed at 14 atmospheres (atm) in the proximal lad followed by post-dilatation with a 4.5 x 12 mm non-abbott nc balloon catheter. Pre-dilatation using multiple balloons and a kissing balloon technique (involving six non-abbott balloon catheters) was performed prior to an attempt to cross the 3.0 x 15 mm xience prox stent delivery system (sds); however, the sds would not cross the previously deployed 3.0 x 38 mm xience prox stent resulting in stent strut flaring of the 3.0 x 15 mm xience prox stent. Additional pre-dilatation was performed on the lm to the proximal lad and an attempt was made to cross a 2.75 x 15 mm xience prime stent delivery system; however, it also could not cross the previously deployed 3.0 x 38 mm xience prox stent resulting in stent strut flaring of the 2.75 x 15 mm xience prime stent. During retraction of the 2.75 x 15 mm xience prime stent, it explanted the 3.0 x 38 mm xience prox stent implant. More pre-dilatation was performed with a non-abbott balloon catheter at 14 atm, inflated 6 times. The procedure was completed with balloon angioplasty only with a good result; however, with severe residual stenosis and fair blood flow to the lad and lcx. No additional information was provided.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance, the reported difficult to remove and the reported device damaged by another were unable to be replicated in a testing environment as they were based on operational circumstances. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.